Manufacturer narrative:
(B)(4). (B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.

Event description:
It was reported to gore that the patient underwent ventral hernia repair on (B)(6) 2007 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2007 an additional procedure occurred whereby the gore device was explanted. It was reported the patient alleges the following injuries: recurrent ventral hernias, mesh removal, mesh migration. Additional event specific information was not provided.

Manufacturer narrative:
H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. This claim was withdrawn, and the alleged product complaint is no longer being pursued at this time. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. No further investigation is required at this time. Based upon gore¿s investigation there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected and ¿withdrawn." Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [missing records: records for or report for implantation of ¿old mesh¿ were not provided.] On (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: multiply recurrent ventral hernia with mesh in situ. Postoperative diagnosis: multiply recurrent ventral hernia with mesh in situ. Operative procedure: wound exploration, excision of old mesh, and repair of multiply recurrent ventral hernia with mesh implantation. Surgeon: (B)(6), md. First assistant: (B)(6). Anesthesia: general. Blood loss: minimal. Complications: none. Findings: see below. Procedure in detail: ¿prior surgery, all risks, benefits and alternative forms of therapy were fully discussed with the patient and informed document was signed. The patient was taken to the operating room and placed on the operating table in the supine position and after an adequate level of anesthetic was administered, and a foley catheter placed, the abdomen was prepped and draped in usual sterile fashion. The old midline incision was opened using a knife and the bovie was used to deepen the incision to the midline towards the midline fascia. Encountered where the multiple ventral hernias. These were opened and their contents were reduced. In addition, there was an old mesh that was encountered and this was excised and sent to pathology for gross examination. The wound was irrigated free and then all adhesions to the surrounding tissue were freed up. This allowed for an unencumbered fascia which could be closed in a ventral hernia repair. A sheet of gore dualmesh was obtained and it was transfixed to the fascia with interrupted #1 vicryl sutures to keep everything tacked in place and then a large novafil. The wound was irrigated free. Hemostasis was assured and there was a significant dead space that was appreciated. Some of this was closed by taking double-stranded pds suture and closing the redundant attenuated fascia up over the mesh. In addition, #10 jackson-pratt drain was placed. There was mobilization of skin flap along with a subcutaneous tissue to facilitate placement of the mesh in the fascia and closure of the skin and subcutaneous tissue over the top of this. Skin clips were used to close the skin and at the exit site a #10 jackson-pratt drain was secured in place with 2-0 silk suture. Appropriate dressings were applied, anesthesia was reversed, and the patient taken from the operating room to the recovery room in stable condition¿. On (B)(6) 2007: (B)(6) hospital. Implant sticker. Gore dualmesh® biomaterial. Ref catalogue number: 1dlmc07. Lot batch code: 03706233. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc07/03706233) was implanted during the procedure. On (B)(6) 2007: (B)(6), md. Pathology report. Accession#: (B)(4). Clinical diagnosis: ventral hernia. Specimens: mesh-gross only. Pathologic diagnosis: mesh. Gross only. Specimen description: gross: received fresh consists of a mesh measuring 15 x 14 cm, 2 to 3 mm thick. Gross only. On (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: multiple recurrent ventral hernia. Postoperative diagnosis: multiple recurrent ventral hernia. Operative procedure: wound exploration, excision of old mesh, and repair of multiple recurrent ventral hernias with mesh implantation. Surgeon: (B)(6), md. Anesthesia: general. Estimated blood loss: less 100 cc. Complications: none. Findings: see below. Procedure in detail: ¿prior to surgery all risks, benefits and alternative forms of therapy were fully discussed with the patient and informed consent document was signed. The patient was taken to the operating room and placed on the operative table in supine position and after adequate level of anesthetic was administered the abdomen was prepped and draped in usual sterile fashion. The old upper midline scar was excised using the knife and bovie to deepen the incision. The mesh was encountered and then laterally to the patient¿s right and inferiorly there were noted to be several areas where the mesh had pulled away from the surrounding fascia. There were multiple hernias present because of this. It was because of this some adherent bowel had to be taken down sharply from the overlying mesh, and eventually the mesh was able to be removed in its entirely and sent for gross evaluation. The fascia was then cleaned off additionally and because of the size of the defect a large piece of composix mesh was laid into the wound and was secured in place with running #2 novofil. A subcu plane was then created to mobilize the skin off of the fascia, and the skin was closed in the midline with skin clips. A jp drain was placed subcutaneously because of the potential for dead space. This was secured in place at its exit site. A sterile dressing was then applied, and the procedure was terminated.¿ on (B)(6) 2007: [missing records: a pathology report detailing analysis of the device removed during on (B)(6) 2007 procedure was not provided.] Records span 03/30/2007 to 12/19/2007. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code. Conclusion code remains unchanged.